Event description:
It was reported that the patient was having issues charging his ipg. A database analysis reported that the device appeared to exhibit premature battery depletion. It has been recommended that the ipg gets replaced, but the patient has decided to take no further course of action and leave everything implanted.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
It was reported that the patient was having issues charging his ipg. A database analysis reported that the device appeared to exhibit premature battery depletion. It has been recommended that the ipg gets replaced, but the patient has decided to take no further course of action and leave everything implanted.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.